Manufacturer narrative:
The biomedical engineer (bme) reported that around 10:15 am ( (B)(6) time) the central nurse's station (cns) shut off and then rebooted. The customer stated that at 10:13 am, they noticed that the patient data had stopped being stored on the cns, and then the unit shut off. They stated that after the reboot the cns came back up and is running without any further issues and no errors messages. Nihon kohden technical support (tech support) asked if there is a problem with the hdds, and the customer confirmed the hdds are fine with no errors or problems. No patient harm was reported. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Telemetry transmitter(s) - gz series: model: ni, sn: ni.

Event description:
The biomedical engineer (bme) reported that around 10:15 am ( (B)(6) time) the central nurse's station (cns) shut off and then rebooted. The customer stated that at 10:13 am, they noticed that the patient data had stopped being stored on the cns, and then the unit shut off. They stated that after the reboot the cns came back up and is running without any further issues and no errors messages. Nihon kohden technical support (tech support) asked if there is a problem with the hdds, and the customer confirmed the hdds are fine with no errors or problems. No patient harm was reported.